Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that there were no defects observed on the knob and was able to turn properly. The fiber does not exhibit signs of usage. The fiber is broken within the white tubing at 3 inches from control knob, between input connector and control knob. The fiber was tested with hene laser fixture, aim beam is visible at the location of break. The outer sheath exhibits no signs of melting. It could not be determined if excessive bending during preparation or shipping could cause the observed failure of break along the fiber body. An evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported during prostate procedure at 109,096j and 22:58 mins of use, fiber broke on hand piece was noted. The procedure was completed using second fiber. There was no injury to the patient reported due to this event.

Event description:
It was reported during prostate procedure at 109, 096j and 22:58 mins of use, fiber broke on hand piece was noted. The procedure was completed using second fiber. There was no injury to the patient reported due to this event.